Manufacturer narrative:
The permanent cautery hook was requested to be returned for failure analysis. However, the instrument has not yet been returned for evaluation as of the date of this report. Therefore, failure analysis of the product to determine the root cause of the reported issue has not been performed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A log review was performed and found that the permanent cautery hook (lot number n10210408 - 0015) was last used on (B)(6) 2021 on system (B)(4). The instrument had 8 uses remaining out of 10 total uses. This complaint is reportable due to the following conclusion: it was reported that the tip of the instrument was melted during the procedure, with no indication of mishandling or misuse. Although there was no reported injury, the reported event of thermal damage could cause or contribute to an adverse event if it were recur.

Event description:
It was reported that during a da vinci-assisted procedure, the permanent cautery hook's tip melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: d4 (lot #), d9, g3, g6, h2, h3, h6 and h10. D01, d03 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "tip melted." Failure analysis (fa) found the primary failure of monopolar yaw pulley - sleeve thermal damage to be related to the customer reported complaint, which was attributed to device design. The permanent cautery hook instrument was found to have thermal damage on the monopolar yaw pulley, distal clevis, and conductor wire cap. The monopolar yaw pulley, distal clevis, and conductor wire cap exhibited localized melting/arcing damage as a result of a dislodged ceramic sleeve. The instrument was found to have a dislodged ceramic sleeve. The ceramic sleeve, measuring approximately 0.135" x 0.170", was not returned. The root cause of a dislodged instrument ceramic sleeve is attributed to manufacturing. The ear of the distal clevis was cut in-house for weld damage inspection. The conductor wire weld did not appear to be damaged and the instrument passed electrical continuity.

Event description:
Refer to h10/h11 for follow-up information.